Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: model number -additional information d4: serial number - additional information d4: lot number - additional information d4: UDI - additional information h2 type of follow up: additional information/ correction h6: additional information h10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.